Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: report of IV tubing cracking when in use. Upon receiving patient back from procedure, the IV tubing (bd smartsite gravity set) had a large amount of blood backed up in IV tubing and it was slowly leaking blood from tubing on to the floor. Left a small puddle of blood on the floor. Tubing appeared to be cracked. Lot number of IV tubing unknown. Procedural rn did not notice any leakage issues or IV issues during procedure. Unknown when the tubing cracked. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 12-03-2024 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? During. 4. Was there any patient involvement? Yes. 5. Any adverse events or serious injury reported to patient or healthcare professional? Unknown. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? Needed to exchange tubing. 8. What procedure was being performed? IV infusion. 9. What medication was used in the procedure? Unknown. 10. Was there any medical intervention due to this event? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.